Event description:
Device report 1 of 2: ref MFR report: 1627487-2012-09366. It has been reported the pt currently has the stimulation turned off. The pt reported the stimulation has a severity of fluctuations indicating the stimulation is either too strong or too weak to perceive. The pt indicated, he felt optimal pain coverage and stimulation to be consistent during the trial. Reprogramming efforts have been unsuccessful at resolving the issue. Surgical intervention is pending to revise the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.